Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that according to the doctor, resistance was met in the burn unit when advancing the spring wire guide (swg) into the pt's subclavian. As a result, the doctor pulled back on the swg which caused the swg to unravel. The doctor pulled a new .032 swg to successfully complete the procedure. There was no reported delay, death or complications to the pt.